Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the revision surgery was on (B)(6) 2014. It was stated the connector was not disconnected, and after ¿uncoupling¿ from the pump there was spontaneous backflow of csf through the catheter. It was noted they aspirated 5ml easily. It was noted that myelography of the catheter showed the typical contrast agent ¿cloud¿ inside the intrathecal space. It was noted there was no visible leakage along the catheter. It was stated there was no catheter explanation for the lack of therapy, and there were no ¿suspicious inputs¿ in the log file. It was stated they changed the catheter connector. It was reported that the low reservoir alarm occurred on (B)(6) 2014 at 18:07.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review, analysis of the catheter (lot no. Unknown) found coring, tears and/or cuts in the seal due to the outlet port which was user related. It was likely misaligned by the user. The previously reported analysis summary no longer applies to this event.

Manufacturer narrative:
Analysis of the catheter (lot no. Unknown) found an anomaly of a non-sc pump connector. There was damage inside the pump connector and a slide cut on the pump connector.

Event description:
It was reported that there was a disconnection at the pump connector. A catheter revision was planned, but not yet scheduled. The patient¿s status at the time of the event was alive and no injury. The pump was used to deliver lioresal. It was later reported that the revision was scheduled for (B)(6) 2014.